Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered what appeared to be an inappropriate shock due to oversensed noise while extended planking. Reprogramming options were considered; however, the patient opted to stop planking. This electrode remains in service. No additional adverse patient effects were reported.